Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said it is not pulsating in the right place it is pulsating in the butt cheek. The patient is not getting symptom relief since six months ago. He wanted to know if he could have it recalibrated. The patient's current settings on the call was on program 1 at 2.1 volts. The patient said it is not stimulating in the correct area. The patient switched to program 2 and he increased the stim to 1.0 volts and he said he feels it in the back of the leg. Patient didn't have a program 3 and he went to program 4 and increased to 1.2 volts and he felt the stimulation in the butt cheek. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.